Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: the pta/meier device was returned to our post market quality assurance laboratory. A visual inspection was performed and identified that the guidewire was unraveled due the core wire was found detached separated from distal tip to the tip, moreover the distal tip was stretched and bent. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the guidewire was stretched and deformed. A .035in, 300cm pta/meier guidewire was selected for use. During preparation, it was noted that the tip of the guidewire was stretched and deformed. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the core wire was detached/separated from distal tip.